Manufacturer narrative:
H4: the lot was manufactured from september 01, 2022 to september 02, 2022. H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and no issues were observed. Functional testing was performed by installing each valve set samples onto a compounder and a leak or air was not observed during testing.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter city: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked. Air was drawn during the production trials of several infusion bags. The set was replaced and the issue resolved. The was discovered during set-up or preparation. There was no patient involvement. No additional information is available.